Event description:
Update: (B)(4) 2013-sales rep reported patient underwent revision. It was noted that staining was noticed inoperative. Part/lot information were identified. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels.